Manufacturer narrative:
The device history record was unable to be performed as the lot number of the device was not reported. Visual examination of the returned retriever device revealed no anomalies. Functional analysis revealed that the returned device had slight friction/resistance during advancement and withdrawal; however, the device was advanced out of the non-stryker microcatheter that was returned through its distal end successfully. Per the device directions for use dfu, "retrievers are compatible with trevo® pro microcatheters. Compatibility of the retriever with other microcatheters has not been established. Performance of the retriever device may be impacted if a different microcatheter is used." In addition, the dfu lists the following recommended steps: "slowly withdraw retriever and microcatheter as a unit to balloon guide catheter tip while applying aspiration to balloon guide catheter using 60 ml syringe. Apply vigorous aspiration to balloon guide catheter using 60 ml syringe and withdraw retriever and microcatheter inside guide catheter. Continue aspirating until retriever and microcatheter are nearly withdrawn from guide catheter. Note: if withdrawal into balloon guide catheter or guide catheter is difficult, deflate balloon guide catheter balloon and simultaneously withdraw guide catheter, microcatheter and retriever as a unit through sheath. Remove sheath if necessary." According to the information available, the user reported attempting to remove the marksman27 microcatheter after the retriever was deployed, while leaving the retriever in place. It is likely that the kinks that were observed in the microcatheter are a result of this. The retriever is easier to advance and withdraw inside the microcatheter since it is stiffer. However, it is not as easy to fully advance and withdraw a microcatheter on the retriever because of the retriever's stiffness and the microcatheters flexibility. The microcatheter is likely to buckle and kink on the retreiver during this kind of withdrawal. In addition, the dfu recommends to remove the microcatheter and the retriever as one unit through the guide catheter after clot integration. The investigation concluded that the recommend removal techniques were not followed therefore and assignable cause of user error was assigned to the event.

Event description:
The patient underwent a thrombectomy procedure with the subject retriever device for an occlusion of the middle cerebral artery. It was reported that after approximately five minutes post deployment of the subject retriever device, the physician tried to remove the competitor microcatheter in order to achieve "suction efficiency" with a competitor distal delivery catheter. However, the competitor microcatheter was unable to move as it seemed that the delivery wire of the subject retriever was stuck in the inner lumen. The physician removed the microcatheter and subject retriever together as one unit without consequences to the patient.

Event description:
The patient underwent a thrombectomy procedure with the subject retriever device for an occlusion of the middle cerebral artery. It was reported that after approximately five minutes post deployment of the subject retriever device, the physician tried to remove the competitor microcatheter in order to achieve ¿suction efficiency¿ with a competitor distal delivery catheter. However, the competitor microcatheter was unable to move as it seemed that the delivery wire of the subject retriever was stuck in the inner lumen. The physician removed the microcatheter and subject retriever together as one unit without consequences to the patient.